Event description:
Following is the description reported by the distributor which appeared on their copy of the medwatch report received by the MFR: distributor received info that teh MFR's sense pace leds were capped due to noise.